Event description:
It was reported that a user experienced an urgent low blood glucose of 44 mg/dl on the ilet after a recent supply change, with the low occurring before breakfast and without precipitating activity; glucose was treated with oral carbohydrates and subsequently trended upward to 83 mg/dl. Symptoms included hypoglycemia. Outcomes included recovery after oral glucose and continued monitoring with quick carbohydrates on hand. Investigation included user troubleshooting and education to observe trends and reassess at a similar time to allow the system to adapt. Investigation of this case revealed no specific precipitating factor and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.